Event description:
It was reported by service report that the caster will not roll and head section will not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.